Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified left common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture on the needles. The device was removed and a second proglide device was attempted, but after deploying the suture, difficulty was encountered removing the device. After cycling the foot open and closed numerous times, the device still could not be removed. The physician applied as much force as he felt was appropriate for safe removal but felt the device was caught on the artery. The physician did not feel comfortable applying additional force. The patient was taken to surgery where a cutdown was performed, which revealed the device was caught on the artery at the suture bearing area. The device was freed and hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that two posterior cuff tabs were bent and one posterior cuff tab was flattened, which indicates the posterior needle detached from the posterior cuff due to resistance encountered during needle plunger retraction. The needle-to-cuff detachment directly resulted in a failure to retrieve the suture, as reported. Due to the device being returned completely disassembled, redeployment of the device could not be performed and the scope of the investigation was limited. Based on the investigation findings, the root cause for the posterior needle detaching from the posterior cuff during the needle plunger retraction could not be determined. Possible contributory factors to a needle-to-cuff detachment include but are not limited to challenging anatomy such as calcification, scar tissue, and prior arteriotomy in the target groin. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)-improper or incorrect procedure or method (patient selection) the device is expected to be returned for evaluation. It has not yet been received. Device#2 proglide (part 12673-03, lot unk), is being reported under a separate medwatch report number.